Event description:
It was reported that three days after a new implanted system, this patient with a pacemaker presented to the emergency room (ER) with discomfort. Upon further review of the device data, they found right ventricular (rv) intermittent loss of capture, high pacing impedances measuring 1,484 ohms, and high thresholds. A chest x-ray was performed, and the lead was outside the heart and appeared to be wrapped around the heart. It was noted there was a lead perforation. The patient was then sent home. Subsequently, the patient underwent a lead revision and when the old lead was attempted to be removed it was noted there was a suture around the lead and not on the suture sleeve and they suspect the lead was fractured. However, there was no effusion. The lead was explanted, and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that three days after a new implanted system, this patient with a pacemaker presented to the emergency room (ER) with discomfort. Upon further review of the device data, they found right ventricular (rv) intermittent loss of capture, high pacing impedances measuring 1,484 ohms, and high thresholds. A chest x-ray was performed, and the lead was outside the heart and appeared to be wrapped around the heart. It was noted there was a lead perforation. The patient was then sent home. Subsequently, the patient underwent a lead revision and when the old lead was attempted to be removed it was noted there was a suture around the lead and not on the suture sleeve and they suspect the lead was fractured. However, there was no effusion. The lead was explanted, and a new lead was implanted successfully. No additional adverse patient effects were reported.